Event description:
Customer reported that the numbers did not come up when priming and the insulin was coming out of the tubing. Customer stated that the insulin pump alarmed during the manual prime. Customer also stated that the insulin pump was dropped prior to the alarm. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 166 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.